Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was returned for analysis. Examination of the returned device cannot confirm the cracked condition. However the device was returned broken in two pieces. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the plastic sheath of reamer driver cracked. All pieces recovered.